Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient had a tibial revision for an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This follow-up report is being filed to correct information. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Compatibility and product history search could not be performed as part and lot number is unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.